Event description:
Balloon inserted. When balloon pump turned on the system alarmed error/system failure. Balloon pump turned off and system check conducted again. Once again tried to pump and alarmed system leak. Followed help screen and checked connection, but still would not pump. Balloon and pump switched out. No adverse event for pt. Pump was checked by biomed, and pump checked out fine. Suspect balloon malfunction. Unfortunately, all packaging with lot number etc. Was thrown away. Staff reminded to save packaging in the future.